Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. The reported lot# [5270978]was not found for the reported catalog# [928852]. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported by the customer that a box of bd ultra-fine¿ insulin syringe's did not have the expiration date printed on the box. The following was received from the initial reporter: family member found a box of old syringes in dads home and not used. Exp date is not noted on box. Noted to caller they are expired and to properly dispose of syringes within her towns guidelines.